Event description:
It is reported that the surgeon had difficulty seating the screw in the lcck articular surface. Another articular surface of the same kind was opened and seated without a problem.

Manufacturer narrative:
This report will be amended when our investigation is complete.